Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated automated peritoneal dialysis (apd) set with cassette was leaking and had air in the tubing. The patient was not connected for pd therapy at the time of the event. The exact location of the leaking could not be determined. There was no patient injury or medical intervention associated with this event. No additional information is available.